Event description:
Literature: starr pa, martin aj, larson ps. Implantation of deep brain stimulator electrodes using interventional MRI. Neurosurg clin n am. 2009; 20(2) :193-203. Summary: this article presents a description of the technical approach to interventional MRI-guided deep brain stimulator lead placement based on 53 lead insertions into the subthalamic nucleus in pts with parkinson's disease. A brief comparison of complications to a historical group of 76 stn-dbs electrode implants using traditional frame-based stereotaxy and routine postoperative MRI was also noted. Reportable event: in one pt it was found that both leads were inadequately placed, based on failure to achieve expected clinical results following multiple programming attempts. It was later determined the pt had unusual stn anatomy with medially located stns, a variant that was not fully appreciated on the targeting MRI. The pt underwent surgery to replace the leads to a more medial location using the traditional stereotactic method. Following lead replacement expected clinical benefit was achieved. Ref MFR report# 2182207-2009-06468.